Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 297 mg/dl). Customer thought the correction factor setting was not saving. While troubleshooting with tandem technical support, the customer identified that the correction factor timed settings had not all been initially adjusted. Customer changed all of the correction factor settings.